Event description:
The pt reported he was inserting a new insulin cartridge into his infusion device when he decided the piston rod did not appear to be set correctly. He stated that in an effort to remedy this, he pulled the cartridge back out and the cartridge plunger remained attached to the piston rod of the device. He said 300 units of insulin spilled inside the cartridge compartment housing. The proper procedure for changing a cartridge was reviewed with the pt. The pt stated he would switch to his backup infusion device. The pt did not require assistance the issue. The product was replaced and requested to be returned for evaluation.